Event description:
A surgeon reports a patient is experiencing recurring bouts of uveitis-glaucoma-hyphema (ugh) following intraocular lens implant surgery. The surgeon reports the haptic may be out of the bag and eroding the iris resulting in bleeding and inflammation. An area of transillumination in the iris suggest the haptic is in contact with the iris.